Event description:
I have been using amo complete moisture plus contact lens solution. For approx 5 years. Beginning of 2007, I began to have problems with my eyes, specifically, pain, burning, blurred vision, extreme light sensitivity, excessive watering. Prior to that year, I went to an eye doctor. At first, I was diagnosed & treated for hypoxic corneas. After many visits to the eye dr with the problem persisting & worsening, I was diagnosed with keratitis. I am still being treated for keratitis & still unable to wear contact lenses. My dr and I both believe this could have been caused by the amo complete moisture plus contact lens solution. What do I do in regards to reporting this problem? How do I go about going after the company for payment of my medical bills, pain, suffering etc? Dates of use; approx 5 years, 2002-2007. Diagnosis or reason of use; product used to clean and store contact lenses. Event abated after use stopped: no. Event reappeared after introduction: yes. Other; I've been to the eye doctor at least 15 times for treatment since the same year. Details will be provided if required or requested.